Manufacturer narrative:
(B)(4). Approximate age of device - 3 years, 2 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was currently in clinic for an office follow up. The patient had received a percutaneous coronary intervention (pci) procedure of the outflow graft on (B)(6) 2018 in the catheterization laboratory. During the clinic visit, elevated lvad parameters were observed. A computed tomography showed possible thrombus near the anastomosis site in the outflow graft. No additional information was provided.